Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter zip a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer rail¿s friction too high. The field service engineer (fse) confirmed that reapplying lubricant did not resolve the issue and ordered new rails for replacement. The issue will be resolved once the rails are replaced. The technical support specialist confirmed with the fse and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.